Event description:
The patient reported e4 (occlusion) error was displayed during the night and she attempted to change the insulin cartridge. She stated that while retracting the piston rod e10 (cartridge) error was displayed. She confirmed the error but stated the piston rod was not working and the infusion device made unusual noises. She noticed, the black plate of the piston rod was broken. She reported experiencing elevated and low blood glucose of 46-380 mg/dl and believes the infusion device was not correctly delivering insulin. Her normal blood glucose level is 130 mg/dl. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.